Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump was submerged in water. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.